Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2008, due to pain and osteolysis. The acetabular cup and modular head were removed and replaced. A further revision procedure was held on (B)(6) 2012, due to pain and loosening of the acetabular cup. The acetabular cup and modular head were removed and replaced. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to pain. The patient¿s operative report noted necrotic areas, chalky gray-tan colored osteolysis, and tissue necrosis.

Manufacturer narrative:
The acetabular cup that was implanted on (B)(4), 2004, and revised on (B)(4), 2008, was reported in medwatch 1825034-2010-00429. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity" and number fourteen states, "postoperative bone fracture and pain". This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00423/ 00425 and 1825034-2012-00432). The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2008, due to pain and osteolysis. The acetabular cup and modular head were removed and replaced. A further revision procedure was held on (B)(6), 2012, due to pain and loosening of the acetabular cup. The acetabular cup and modular head were removed and replaced.